Event description:
It was reported that carryover was observed on patient samples during use with the bd facslyric¿. The following information was provided by the initial reporter: it was reported by the customer that there was carry over from tube to tube. Did any liquid leakage or splash or spray come into contact with eyes or mouth or any mucous membrane or non-intact(broken) skin? No were samples contaminated? Yes are there erroneous results on patient samples from diagnostic test? No caller reports this started a couple of days ago carry over from tube to tube.

Manufacturer narrative:
The following fields have been updated: g.1. (B)(6). Investigation summary: based on the review of the complaint trend, defect trend, DHR, risk analysis and service max activity, the reported issue 'carry over from tube to tube' was confirmed and the potential cause of the customer experiencing carryover issues on the facslyric was determined to be clogged fluidics line. Fse performed system checks and then cleaned the instrument with facsclean. Afterwards, the instrument is functioning as expected. No one was harmed or injured, and no medical diagnosis was performed due to any incorrect results. The safety risk of this hazard has been identified to be within the acceptable level. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
D.4. Medical device expiration date: na. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that carryover was observed on patient samples during use with the bd facslyric¿. The following information was provided by the initial reporter: it was reported by the customer that there was carry over from tube to tube. Did any liquid leakage or splash or spray come into contact with eyes or mouth or any mucous membrane or non-intact(broken) skin? No. Were samples contaminated? Yes. Are there erroneous results on patient samples from diagnostic test? No. Caller reports this started a couple of days ago. Carry over from tube to tube.